Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed. The alpha basic is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s.

Event description:
During use one front caster did block and the patient did fall with the rollator to the floor. Patient suffered damage to a tooth and a graze. The alpha basic is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s.